Event description:
It was reported that during preparation of a port placement procedure, there was a gap while attaching the catheter to the hub using the catheter lock, the catheter allegedly didn¿t go all the way down to the end of the hub of the port. It was further reported that the top piece of the port that hooks into the catheter allegedly broke and was dislodged in the catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. Provided photo shows a port body, the stem was appeared to be broken and broken port stem was noted inside the tip of the catheter. No other anomalies were noted. Therefore, the investigation is confirmed for the reported fracture and material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of a port placement procedure, there was a gap while attaching the catheter to the hub using the catheter lock, the catheter allegedly didn¿t go all the way down to the end of the hub of the port. It was further reported that the top piece of the port that hooks into the catheter allegedly broke and was dislodged in the catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.